Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address a painful shoulder. Osteolysis and synovitis were present. It was noted that there was bony ingrowth on about 3/4 of the inner surface of the porous coating. Although the component was not reported to be loose.